Manufacturer narrative:
Method: device history record review, medical review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is due to loading error. Per medical review - reportedly, intraoperative lens removal/exchange was performed to address lens damage ("crack on the optic") noted upon insertion. Incision was not enlarged and no other tissue damage was reported. Another lens was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the cause of the event was loading error and there was no injury to the patient. (B)(4).

Manufacturer narrative:
Diopter: +21.00, collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the lens optic had a crack. Pieces of both haptics and a piece of optic is torn off and missing. The lens was returned in liquid. Nanopoint cartridge was returned and tip of injector is stuck in the cartridge. There was evidence of clear surgical residue on product. Conclusions code(s): (user error caused or contributed to event): based on the complaint history and lens work order search, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens with a + 21.00 diopter. The lens was inserted into the patient's right eye. After lens insertion, noticed the optic had a crack. The lens was cut to remove from the eye, the incision was not enlarged. The lens was exchanged for another lens, same model and diopter size. No suture was required. No injury to patient was reported. Cause of this incident was due to error in the loading process.